Manufacturer narrative:
Medtronic investigation of returned suspect articulating arm finds that the handle of the vertek is locked up. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested for suspect articulating arm. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.